Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. Blood glucose level at the time of the incident was 265 mg/dl. The customer also reported receiving a no delivery alarm in the past. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to verify button keypad anomaly and no delivery alarm due to blank display. The insulin pump received with lcd glass bleeding, cracked display window, cracked battery tube threads and cracked reservoir tube lip.